Event description:
Per the clinic, the patient experienced an infection and wound dehiscence of the postauricular incision, exposing the receiver-stimulator and electrode. The device was explanted on (B)(6) 2025 and the patient was re-implanted with a new device on (B)(6) 2026.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported).